Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the atrial lead exhibited loss of sensing. When the pocket was opened, the lead was found to be twisted and dislodged due to twiddler's syndrome. The patient was symptomatic. The lead was removed and replaced.